Event description:
(B)(6) 2019 mastectomy with bilateral tissue expander (natrelle 133s-mv-14-t. (B)(6) left breast became tender with redness and swelling over next 3 days. Started antibiotics keflex. (B)(6) pin size hole in my incision line opened up, 200 cc of fluid out. (B)(6) placed call to surgeon's nurse. (B)(6) received call back. Both breast now swollen and red and left side continues to drain. (B)(6), back to surgery to wash left breast and expander. Culture taken before washing. Right side area of incision removed and sutured back. Started on clindamycin. (B)(6) culture of left shows pseudomonas. Place on cipro per the culture s&I. (B)(6) left incision line developed an area of black tissue. (B)(6) the black tissue falls off and a pencil eraser size hole in my skin that pours out thick yellow drainage. (B)(6) next morning hole is now size of a dime. Back to surgery that afternoon to have tissue expanders removed. Cultured taken of right breast fluid taken at this time to come back with result of pseudomonas. Issue I feel was a dirty tissue expander or my body had and still is having an auto-immune trigger since the placement of the tissue expander. FDA safety report ID# (B)(4).